Manufacturer narrative:
The reported events of backup mode and failure to interrogate were confirmed. The device was received with no telemetry, in backup mode, and battery above elective replacement indicator (eri) voltage level. The device image could not be analyzed due to device image containing corrupted data. After re-loading the device code, results from electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters revealed all parameters within normal range. Additionally, the device was evaluated under cold temperature and monitored for several days with load, however, the backup mode could not be reproduced. The cause of the reported event could not be determined. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was found to be in backup mode during an in clinic follow-up. An attempt was made to restore the device, however, during the firmware download, telemetry was lost. The device was unable to be interrogated via inductive telemetry at this point. The device was explanted and replaced to resolve the event and the patient was in stable condition.